Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported the PICC-line leaks during flushing. The patient comes to the oncology day care where we find a leak, pull the catheter and discover a hole about 7 cm into the tube. The catheter is replaced by another supplier. No other information was provided.